Manufacturer narrative:
The customer's report was observed upon initial testing by a zoll approved service provider. However, until zoll medical corporation receives the device, root cause evaluation cannot be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.